Event description:
Service was requesed on this device after it was observed to turn off and on uncommanded. The reported situation occurred prior to testing of the device by the facility's biomedical engineer. No pt was involved with this report and the facility has had no incident reports filed on this device since the last baxter service event.